Event description:
Caller tested 3.5 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. No treatment required. No adverse event reported. Requested return of suspect system, however, suspect strips have been discarded and will not be returned. Replacements were sent.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.